Event description:
Caller reported that insulin gauge displayed an amount different from expected, with a current fill estimate of 70 units instead of the expected 210 units, exceeding the acceptable difference of 30 units. There was no adverse impact to the customer's blood glucose level. Customer was educated on using room temperature insulin when filling the cartridge but declined to load a new one, choosing to continue with the current cartridge and follow up if necessary.